Event description:
It was reported that during patient ventilation, while attaching a cable to the rs232 port on this 980 ventilators communications panel, ¿the cable was sparking¿ and the ventilator "shut down". The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during patient ventilation, while attaching a cable to the rs-232 port on this 980 ventilator¿s communications panel, ¿the cable was sparking¿ and the ventilator "shut down". The device was available for evaluation. A review of the logs did not provide conclusive evidence of a shut down however, an alarm for loss of communications with the breath delivery (bd) was recorded. The service personnel (sp) inspected the ventilator, found unit would not power up and replaced the bd central processing unit printed circuit board assembly (bd cpu pcba), and the bd power controller/bd power distribution pcba assembly. Sp could not duplicate the reported sparking or shutdown . The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The investigation could not confirm the reported sparking. The reported shutdown was likely confirmed as the ventilator would not power up at the time of service and its cause was isolated in the field to a potential fault in bd cpu pcba and/or bd power controller/bd power distribution pcba assembly. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.